Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the probe assembly and collar wash assembly to resolve the issue.

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that they obtained erratic triglycerides (tg) results involving the unicel dxc860i synchron access clinical system. The results was not reported out of the laboratory. Quality control was within laboratory established ranges prior to the event. There was no effect to patient treatment in connection with the event.